Event description:
Caller reported an advantage system 1 blood glucose results of 589 mg/dl and 489 mg/dl, 187 mg/dl within 10 minutes on advantage system 2. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent. Strips for advantage system 1 not available for return.

Manufacturer narrative:
This medwatch is for advantage system 1. (B) (4): strips not available for return.

Manufacturer narrative:
This medwatch is for advantage system 1. (B) (4)

Event description:
Caller reported an advantage system 1 blood glucose results of 589 mg/dl caller reported an advantage system 1 blood glucose results of 589 mg/dl caller reported an advantage system 1 blood glucose results of 589 mg/dl caller reported an advantage system 1 blood glucose results of 589 mg/dl and 489 mg/dl, 187 mg/dl within 10 minutes on advantage system 2. And 489 mg/dl, 187 mg/dl within 10 minutes on advantage system 2. And 489 mg/dl, 187 mg/dl within 10 minutes on advantage system 2. And 489 mg/dl, 187 mg/dl within 10 minutes on advantage system 2. Reported no adverse event relative to discrepancy. A request was made reported no adverse event relative to discrepancy. A request was made reported no adverse event relative to discrepancy. A request was made reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent. Strips for advantage for the return of the system, replacement was sent. Strips for advantage for the return of the system, replacement was sent. Strips for advantage for the return of the system, replacement was sent. Strips for advantage system 1 not available for return. System 1 not available for return. System 1 not available for return. System 1 not available for return.